Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an initial implant procedure after positioning the right atrial (ra) lead, there was some loss of sensing noted when testing the sensing parameter with the programmer. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to sense was confirmed. As received, a complete lead was returned in one piece. The visual examination found a damaged suture sleeve, damage to the outer and inner insulations, and bent outer and inner coils. The cause of the reported event was isolated to damaged inner insulation found at the suture sleeve region, consistent with suture sleeve tie forces.. The visual and x-ray analysis did not find any other anomalies.